Manufacturer narrative:
P-cap locked in place properly during testing. Upon new battery installation, unit powered on successfully and no flashing medtronic logo was noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer's call. Critical pump error 15 was found on (B)(6) 2025 17:37:09.000. Line number: 442, file number: (B)(4). Per software engineering log, pump error 15 was triggered in function hrm_oneminutetes () t file hrm_periodic_tests since critical data integrity check failed, isolate to electronic assembly. Proceeded with the following testing to ensure unit is functioning properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected alarms or anomalies noted during testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. However, moisture damage was noted on motor force sensor flex connector and electronic assembly. The following cosmetic damages were also noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of flashing medtronic logo were not confirmed when unit powered on successfully and tested successfully. However, critical pump error 15 was found in download history files, as well as moisture damage to the electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump flashing medtronic logo and beeping. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer response was the device will be returned.